Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was unraveled starting 30 cm from the proximal end with several kinks and bends including a 90 degree bend 5 mm from the distal tip. The core wire was found to be broken adjacent to the distal weld. Microscopic examination revealed plastic deformation and necking in the area of the break. No pieces of wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution not to use excessive force or withdraw against the needle bevel. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into a patient in the emergency department. The physician experienced difficulty with the guide wire when trying to insert into a patient. It was very easy to hit the vein during needle insertion but when they tried to insert the wire, it unraveled. Once this occurred, he was not able to thread the catheter. The physician is reported to be very experienced and has placed many of these lines in the past and this issue is new to him. There was a delay in treatment with no patient harm and no patient death or complications reported.